Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connection failure occurred due to the following reasons: water entered inside the cable, and this resulted in damaging the cable (short-circuit and/or corrosion) and causing communication failure. The event can be prevented by following the instructions for use (IFU) which state: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head had an image problem of the connection issues type. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation was unable to confirm the connection issue. Additionally, a puncture was found on the cable and the device failed a leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Three attempts were performed to obtain additional information, but no response was received from the customer.